Event description:
A customer contacted baxter's technical service center to report that the patient line was leaking at 'stopped fill' during fill 1. Per the initial report, the fill volume (fv) was 232ml. The technical service representative (tsr) assisted the home patient (hp) with ending therapy and starting over again. The tsr advised the hp to notify the peritoneal dialysis (pd) nurse. There was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the hp on 11/05/2009 to obtain additional information and request a sample. The hp discarded the sample and started over with new supplies. She stated that there was a hole in the line and the solution was squirting all over the place. She wasn't sure how it got there. She was unable to provide a lot number but stated that during the initial call one was provided. The hp did not notify her pd nurse. There was no patient injury or medical intervention reported during the follow-up phone call.

Manufacturer narrative:
The sample was discarded. An evaluation will not be performed.